Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1628c156ej, serial/lot #: (B)(4), ubd: 27-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 78mm abdominal aortic aneurysm. It was reported that the aneurysm continued into the left common iliac artery and a 28mm endurant ii stent graft limb was implanted in the left side. It was reported that the inside of the left limb was completely occluded from the flow divider. It was also reported that the aneurysm was increasing in diameter and CT one year and ten months post the index procedure also showed what appeared to be a dissection in the left limb. It was thought that the limb occlusion may have caused the dissection. It was reported that there was no obvious endoleak. As the aneurysm occurred in the left cia originally it was thought that this caused pressure on the inside of the aneurysm. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Additional information: a laparotomy procedure was carried out two years post the index procedure to remove the hematoma. Bleeding from a needle hole was also confirmed near the flow divider of the main body and was stopped by applying coagulant. The left limb and the limb of the ipsilateral side of the main body were removed and replaced with an artificial blood vessel. The reported dissection inside the implanted limb that was previously seen on CT was not observed even with the limb was removed and checked. No abnormalities were found in the vessel at the end of the limb and no cause of the occlusion was found. Film evaluation summary: the exact cause of the reported left limb occlusion could not be determined from the limited films returned. Pre-implant films were not returned; therefore, the patient¿s anatomy at implant could not be assessed. Images during implant, earlier post-implant films, and images during the occlusion event were not provided. It could not be confirmed if the left limb diameter expansion from 16mm to 28mm may explain the observed thrombus (and eventual occlusion) due to possible blood flow disturbances as the limb ID acutely expanded. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. It is likely that the reported dissection observed within the left limb was actually thrombus which initially had the appearance of a dissection, and which eventually became 100% occluded. The cause of the aaa expansion could not be determined. However, there appeared to be lack of radial apposition of the distal/flared left limb within the aneurysmal lcia. Although no clear endoleak was seen surrounding the left limb or filling the aaa sac, it is possible that the aaa was being pressurized from the lcia. The likely cause of the marginal distal sealing of the left limb was disease progression; vessel dilatation. The reported bleeding seen from a needle hole near the flow divider during the laparotomy, which resolved after applying coagulant, may have been due to the removal of tissue/thrombus previously attached to the outside of the stent graft prior the laparotomy that had covered all the suture><(>&<)> needle holes. Manipulation of the stent graft during the laparotomy also may have disturbed the in-vivo ¿seal¿ surrounding the stent graft, and this bleeding may have potentially been exacerbated by thinning blood from patient medication or another coagulopathy issue. If information is provided in the future, a supplemental report will be issued.